Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3550-39, lot# n293957, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
The patient reported that they went down a waterslide and started feeling a weird tingling down buttock and leg. The patient indicated that they were in a lot of pain. There was poor communication on the patient programmer. Poor communication. The patient was not able to communicate with the recharger. The last time they recharged was about two weeks prior to the report. The implantable neurostimulator (ins) level was about one third. The patient indicated that their back pain as doing well and not using very high settings. There was a mention of pain in leg and buttocks. The changes in symptoms were considered sudden. Other relevant medical history includes spinal pain and lumbar radiculopathy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.